Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt had mild angulation and tortuosity between renals to bifurcation potentially causing the type iii endoleak.

Event description:
Pt presented with mild angulation and some tortuosity from renals to bifurcation. Implant of a 25-16-120bl, 25-25-75l proximal extension and 16-16-88l limb extension was uneventful. A proximal type iii endoleak was noted. A p-4010 palmaz stent was placed with good seal.